Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had no image when it was connected to a video system center and a sub-monitor. The issue occurred during preparation for use prior to an unspecified procedure. The intended procedure was completed using a similar cable. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. Based on the results of the investigation, the root cause could not be determined. However, it is presumed, that the indicated phenomenon occurred, due to damage inside maj-2429. Since rubbing marks were found on the exterior of the cable, it is presumed, that this led to damage to the inside of maj-2429. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. As a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.